Event description:
A clinical director reported that there were scratches on the intraocular lens (iol). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/20/2008 and 12/11/2008 by mail. A completed questionnaire has not been received. This report was mailed to FDA on: 12/19/2008.